Event description:
A nurse reported a system message was received which locked the system during a case. The surgeon decided to resort to an extracapsular cataract extraction (ecce) in order to complete the procedure. This event caused a delay of 30 minutes. There was no patient harm reported.

Manufacturer narrative:
The company representative examined the system and noted system message "unknown footswitch type is detected". The company representative replaced the footswitch to resolve the issue. The system was then tested and met product specifications. System event was downloaded for review. A root cause has not been determined. (B)(4).